Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the trocar valve leaked during a vitreoretinal procedure. The trocar was not replaced to complete the procedure. No patient harm reported. The sample is not returning for this event; however, a video has been provided for evaluation.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The finished good lot was manufactured with nine valve entry component lots. A device history record review for each of the component lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history review. Seven lots had no anomalies found based on the device history record reviews. No additional investigation is required based on device history. A complaint history examination indicates that this is the second complaint received against the trocar component lots for leaking. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. To improve performance of the valves and investigation has been initiated. (B)(4).